Event description:
The facility a pump failure code 810:04. This failure code occurred during bio-med testing.there was no patient injury of medical intervention necessary according to the hospital representative.